Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: black box and alarm history shows multiple motor alarms. The pump alarmed with a hard motor alarm upon the first ¿rewind¿ attempt, unable to verify all testing steps. The cover was removed, and disassembled; inspection confirmed a defective internal motor. Unrelated to the complaint, the display is dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following: the pump was repeatedly emitting a call service alarm which was unable to be cleared. There was no adverse event related to this issue. This complaint is being reported as the issue was not resolved with troubleshooting.